Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the tire came off the rim on right side caster wheel and the rim cracked.